Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump was dropped and was unable to restart. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis

Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch. Unit received with cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, broken belt clip rails, cracked retainer, peeling serial number label and minor scratches on lcd window.